Event description:
On (B)(6) 2017, a dental office reported that one patient required a root canal following use of 3m espe adper prompt l-pop. No further information was received from the dental office upon 3m follow-up attempts.